Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
During testing, no unexpected alarms noted. The insulin pump passed functional tests however, unable to complete prime test due to faulty force sensor relay. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at l liquid crystal display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer was assisted with clearing the alarm. Customer's blood glucose level was 199 mg/dl. Customer was advised to return the pump with the battery and to zero out the basal rates. No additional information provided.